Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported when priming her tubing, she noticed insulin leaking from the luer lock of the ultraflex I insulin infusion set. No adverse event reported. A request was made for the return of the device.